Event description:
The complaint handling unit received (B)(4) on (B)(4) 2013 by regular mail service. After installing a dhs (hip plate and screws) when the surgeon went to put in a compression screw it would not go completely into the lag screw. Since they thought that screw may have been cross threaded they tried another compression screw which would not thread either. The surgeon tried one more compression screw after a test outside the patient worked with great difficulty, but would still not go in fully so the surgeon decided to not use the compression screw and felt the patient would not be compromised by the decision. In addition to the intra operative surgery events reported above they also discovered a few days later that the actual inserter was missing some threads and came to the conclusion that the inserter must have broken during the prior procedure. Based on the above, there could possibly be a piece of the inserter stuck in the lag screw implanted in the patient. Due to the position of the device there is no way to view the area to confirm since the broken portion would be inside the lag bolt. The patient has returned to the implanting surgeon for follow up x-rays receiving two clean x-rays. The patient will continue with his rehabilitation and will report any changes to the surgeon. The part may be available for evaluation;refer to actual medwatch report for additional details. This report is for one unknown lag screw, part number is not known (lot # has been identified as 6581873). This is report 1 of 4 for (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. (B)(6). This report is for one unknown lag screw, the product number was not identified. (B)(4). 510k # is not identified since the part number is unknown. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed since no conclusion could be drawn as no device was returned an no part number was provided.